Event description:
It was reported that the device alarmed excessively for "air in line alarms" in the neurosciences critical care (nccu) unit. Clinical education was provided on prevention of air in line alarms with and without actual air including location of air in line sensor. This was reported to bd representatives during an on site visit. There was no information on patient involvement.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an air in line alarms was not determined because no products or device logs were returned.

Event description:
It was reported that the device alarmed excessively for "air in line alarms" in the neurosciences critical care (nccu) unit. Clinical education was provided on prevention of air in line alarms with and without actual air including location of air in line sensor. This was reported to bd representatives during an on site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.